Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be faded, discolored, and difficult to read. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: during testing, the display was found to be faded, discolored, and difficult to read. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, there was a tear at the center of audio bolus button. The battery compartment was found to have a crack from threads to case seal. The pump was found to have moisture and leak in the battery compartment, and damaged battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).